Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2015 with the following findings: the last basal and bolus delivery were on (B)(6) 2014. The black box showed a replace cartridge alarm on (B)(6) 2014 at 05:57; deliveries resumed at 11:48. The pump was exercised for 24 hours with a 2.0u/hr basal program. After 24 hours the pump tdd history correctly reflected 48.0u. The complaint could not be duplicated during the investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the basal delivery totals in the total daily dose setting did not match the programmed basal rate. The reporter stated that the active basal program did match up as expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.